Manufacturer narrative:
The customer's complaint of separation from the drip chamber and leakage could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during a chemotherapeutic infusion, the primary tubing separated and leaked at the lower junction of the drip chamber. There was no patient harm.

Manufacturer narrative:
Additional/updated information: report source. Correction: initial reporter info.

Event description:
The customer reported that during a chemotherapeutic infusion, the primary tubing separated and leaked at the lower junction of the drip chamber. There was no patient harm.